Manufacturer narrative:
Conclusion - there was no report of the cot malfunctioning and contributing to the event. The cot needed repair as a result of damage incurred during the event.

Event description:
It was reported by the user facility that during a patient transport, there were two emts at the footend of the cot. It was reported that there was a short emt on the left side and a taller emt on the right side, both were at the footend of the cot loading the patient. The patient weighted approximately (B)(6). When the base was retracted about 40%, the emt on the left side lost their grip while the emt on the right was still holding the footend of the cot. The cot slid into the ambulance a couple of inches and then the cot leaned to the left and tipped over. The patient received facial wounds that were reported to be attended to. There was no report of injury to the emt's.